Manufacturer narrative:
Patient weight: unk. Patient ethnicity: unk. Patient race: unk. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vicm5_12.1 implantable collamer lens, -10.00 diopter, within the same surgery due to the lens tore during delivery into the patient's right eye (od). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved.

Manufacturer narrative:
Claim#: (B)(4).